Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after unknown procedure. The arrows lined up, the vessel locator wings prematurely retracted, and the device came out of the artery losing access to the site. Hemostasis was achieved by manual compression. There were no adverse even reported. No additional information is available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device was not returned and there was no lot information. We were not able to perform a device inspection or device history record review in this case.